Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that the they had high blood glucose levels. The customer's blood glucose was in range of 200 mg/dl - 350 mg/dl with one extreme high in the 400 mg/dl. Insulin pump will not be returned for analysis.